Manufacturer narrative:
During follow up, the customer indicated that bg levels have been ¿good¿ and on target. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels started to elevate (265, 280, 312 mg/dl) starting on (B)(6) 2015, but the customer ignored the issue which eventually led to diabetic ketoacidosis (dka). Customer's bg levels were in the 500's upon arriving at the hospital. Per customer's endocrinologist, the hospitalization was a result of multiple factors, including a virus, stress, and not treating elevated bgs. Customer's had previously been instructed to calculate boluses via the pump,then deliver via manual injections. The customer was hospitalized for dka on (B)(6) 2015, treated via intravenous drip, saline, and manual injections then released on (B)(6) 2015.